Event description:
It was reported that this right ventricular (rv) lead presented high out of range shocking impedance above 125 ohms. Technical services confirmed a gradual increase in shock lead impedance and recommended setting an alert at 150 ohms, as lead replacement is indicated at that threshold. The shock alert was adjusted to 150 ohms per recommendation. This rv lead remains in service. No adverse patient effects were reported.